Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, the valve was explanted after and implant duration of approximately 19 months due to high gradient. Customer reported valve degenerated. High gradient. Leaflets do not open and close properly anymore. Explant of the valve on the (B)(6) 2012 and implant of a mechanical mitral valve. Patient well and discharged.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 6625, (B)(4), which is marketed in the u.s. Customer report of leaflets not opening and closing was confirmed. Thrombus was observed on the right coronary and left coronary leaflets on the outflow aspect. Host tissue was minimal on the tissue outflow and encroached onto the tissue by a greatest distance of 3mm. Host tissue is minimal to moderate at the stent outflow. Host tissue fused the left coronary and non coronary leaflets, as well as the non coronary and right coronary leaflets on the outflow aspect. Thrombus and host tissue restricted leaflet movement and led to stenosis. No visible calcification or wireform damage was observed on xray. The DHR review is in progress the operative report was submitted for the implant only and references replacement due to chronic dialysis, stenosis of the annulus and endocarditis. Patient status is reported as satisfactory.